Manufacturer narrative:
Product complaint # (B)(4). Expiration is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, not the final destination. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient who undergoes intervertebral disc excision in the cervical segment anteriorly and cervical intersomatic arthrodesis due to a herniated disc, c5-c6 discectomy was performed, once it is completely completed the measurement is carried out, initially the specialist dr (B)(6) placed the meter number 7 being very fair, place the number 6 giving as a favorable result in measurement and stability, it is decided to pass the definitive zero-p box number 6, at the time of placing it manually it is easily adjusted, the distraction that had been removed is removed placed with the dandruff being perfectly placed but at that time without performing any maneuver or lever the doctor remains with the implant holder and the plate of the same in his hand, I indicated to the specialist that it had never happened to me that the peek of the plate was released , which I placed again manually, we proceed to replace the box but the same thing happens, the specialist tells me if another implant passes through which presents the same fault, for this reason the dr decides to leave only the peek in the disc space and fill in the remaining space with dbx, which indicates that it is not recommended but, in response to what happened, he decides to leave it. Concomitant devices reported: unknown implant holder (part # unknown, lot # unknown, quantity unknown), unknown distractor, (part # unknown, lot # unknown, quantity unknown), unknown zero-p screws (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is for one (01) zero-p implant 6mm height convex-sterile. This report is 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: unknown implant holder (part # unknown, lot # unknown, quantity unknown), unknown distractor, (part # unknown, lot # unknown, quantity unknown), unknown zero-p screws (part # unknown, lot # unknown, quantity unknown), unknown peek (part # unknown, lot # l935565, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the zero-p convex h6 peek (part # 04.617.136s, lot # 2l02305) was received at us cq. Upon visual inspection, the peek component was missing. No other issues were identified with the returned device. Functional test: the part came disassembled and the peek spacer was missing. The complaint condition was replicated with the returned device. Dimensional inspection: there was conclusive evidence that the device was missing a component so the dimensional inspection will not be performed. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed assembly zero-p , zero-p plate height xxmm , spacer lordotic size 5 ¿ 12 peek zero-p_va. Complaint confirmed? Yes . Conclusion: the complaint condition was confirmed for the zero-p convex h6 peek (part # 04.617.136s, lot # 2l02305). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 04.617.136s, lot: 2l02305, manufacturing site: mezzovico, release to warehouse date: 31. Oct. 2018, expiry date: 01. Oct. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.